Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a discharge from the incision site one week after implantation surgery. Antibiotic treatment was provided and the discharge stopped. The user could be successfully switched on. However, a week after the activation, discharge started again from the incision site. Extensive IV antibiotics were given for about 2 months, however, the wound did not heal and then it opened up to the extent that the implant was visible. The device was explanted to prevent further complications.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the surgical incision wound never fully healed after implantation surgery leading to an extrusion of the device through the skin. Further there was discharge from the incision. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The user had a discharge from the incision site one week after implantation surgery. Antibiotic treatment was provided and the discharge stopped. The user could be successfully switched on. However, a week after the activation, discharge started again from the incision site. Extensive IV antibiotics were given for about 2 months, however, the wound did not heal and then it opened up to the extent that the implant was visible. The device was explanted to prevent further complications.

Event description:
The user had a discharge from the incision site one week after implantation surgery. Antibiotic treatment was provided and the discharge stopped. The user could be successfully switched on. However, a week after the activation, discharge started again from the incision site. Extensive IV antibiotics were given for about 2 months, however, the wound did not heal and then it opened up to the extent that the implant was visible. The device was explanted to prevent further complications.

Manufacturer narrative:
Additional information: according to the information received from the field the surgical incision wound never fully healed after implantation surgery leading to an extrusion of the device through the skin. Further there was discharge from the incision. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. The concerned device was explanted but has not been received for investigation yet.